Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion at 7.7 cm to 7.8 cm from the distal tip breaching the outer insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.